Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited high out of range pacing impedance measurements and elevated out of range right ventricular (rv) lead shock impedance measurements. A defibrillation threshold (dft) test was performed, and the ICD continued to be monitored. A few years later, the patient underwent revision due to right atrial (ra) lead oversensing with pacing inhibition, and high capture shocks, and right ventricular (rv) lead high shock impedance measurements. The ra lead fractured during lead extraction, and a portion of the ra lead was surgically abandoned. The rv lead was explanted. The ICD was explanted. In addition, a signal artifact monitoring (sam) had been recorded. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited high out of range pacing impedance measurements and elevated out of range right ventricular (rv) lead shock impedance measurements. A defibrillation threshold (dft) test was performed, and the ICD continued to be monitored. A few years later, the patient underwent revision due to right atrial (ra) lead oversensing with pacing inhibition, and high capture shocks, and right ventricular (rv) lead high shock impedance measurements. The ra lead fractured during lead extraction, and a portion of the ra lead was surgically abandoned. The rv lead was explanted. The ICD was explanted. In addition, a signal artifact monitoring (sam) had been recorded. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Returned product analysis found no evidence to indicate device defect, abnormal damage or malfunction.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a device interrogation clinic, high out of range shock impedance measurements of greater than 200 ohms were seen for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. It was noted that although triad was greater than 200 ohms, rv coil to can was 103 ohms. Noise was also observed on the right atrial (ra) lead and was able to be reproduced with isometrics. Review of the data over the last year found shock impedance measurements to be steady in the 100 ohm range. The ra lead impedance was also noted to be high, but within range. Boston scientific technical services (ts) recommended defibrillation threshold (dft) testing. Non-invasive programmed stimulation (nips) and dft testing were performed where the 31 joule commanded shock exhibited an impedance of 98 ohms. When doing a dft shock at 31 joules it did not convert, however a 41 joule shock converted with impedances of 97 and 98 ohms. A painless shock was also performed which gave a 90 ohm impedance measurement. Ts discussed options and the physician opted to monitor the patient. The ICD was reprogrammed to pace and sense in the ventricle. The ICD and rv lead remain in service while the ra lead remains implanted, but electrically abandoned. Here were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device interrogation clinic, high out of range shock impedance measurements of greater than 200 ohms were seen for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. It was noted that although triad was greater than 200 ohms, rv coil to can was 103 ohms. Noise was also observed on the right atrial (ra) lead and was able to be reproduced with isometrics. Review of the data over the last year found shock impedance measurements to be steady in the 100 ohm range. The ra lead impedance was also noted to be high, but within range. Boston scientific technical services (ts) recommended defibrillation threshold (dft) testing. Non-invasive programmed stimulation (nips) and dft testing were performed where the 31 joule commanded shock exhibited an impedance of 98 ohms. When doing a dft shock at 31 joules it did not convert, however a 41 joule shock converted with impedances of 97 and 98 ohms. A painless shock was also performed which gave a 90 ohm impedance measurement. Ts discussed options and the physician opted to monitor the patient. The ICD was reprogrammed to pace and sense in the ventricle. The ICD and rv lead remain in service while the ra lead remains implanted, but electrically abandoned. Here were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was received that the patient reported hearing tones from the implantable cardioverter defibrillator (ICD). Upon review further high out of range shock impedance measurements were noted for the right ventricular (rv) lead. Review of the measurements found the shocking lead impedance measured between 90 through over 120 ohms. Boston scientific technical services (ts) suggested bringing the patient in and increasing the remote home monitoring alert to either 150 or 175 ohms. The ICD and rv lead remains in service and no adverse patient effects were reported.